Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was "abnormal right ventricular (rv) impedance." A revision procedure was done, and the rv lead could be pulled out of the connector without loosening the setscrew. There appeared to be "insufficient insertion due to an obstruction by the setscrew." The lead was measured multiple times, resulting in normal measurements. The lead was re-connected to the same device. No patient complications were reported as a result of this event.